Manufacturer narrative:
We cannot rule out the possibility that this event was caused by either intraoperative factors or related to postoperative management. We concluded that the quality of this product has no relatin to this event. The osferion bone void filler package insert status in the following section: <warning and precaution> 1. Important basic precautions: (3) when load bearing vapacity has been weakened or reduced due to fractures, etc., os ferion should only be used if the bone can be reliably immoblized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. (4) if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. <adverse events> fracture: fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent around the knee osteotomy (ako). The surgeon in charge of the patient fixed the osteotomized bone with a bone plate and bone screws and filled the space created after the osteotomy with artificial bone (this product). The patient visited the surgeon about six months after the ako with a complaint of pain at the surgical site. X-ray examination revealed bone-plate breakage. A lateral hinge fracture probably occurred at the osteotomy site during the surgery. The surgeon carried out re-operation to replace the broken bone plate with a new one.

Manufacturer narrative:
The modification of the section b#5 have been completed.

Event description:
A patient underwent around the knee osteotomy (ako). The surgeon in charge of the patient fixed the osteotomized bone with a bone plate and bone screws and filled the space created after the osteotomy with artificial bone (this product). The patient visited the surgeon about five months after the ako with a complaint of pain at the surgical site. X-ray examination revealed bone-plate breakage. A lateral hinge fracture probably occurred at the osteotomy site during the surgery. The surgeon carried out reoperation to replace the broken bone plate with a new one.